Manufacturer narrative:
B5: no additional information received from customer. G1: correction. H2: additional information, device evaluation. H3: additional information. H4: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete seal cycle error occurred on the powerseal. The issue was found during a therapeutic oophorectomy procedure and completed with the same device. There were no reports of patient harm.